Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma-late, rupture.

Event description:
Patient reported a "right-side rupture," "right-side implant is huge, hard, very painful, and my breast it very high up," and "peri-implant fluid." Healthcare professional later reported "capsular contracture, baker grade IV" and "seroma." Device remains implanted.